Event description:
During a follow-up, episodes of noise which resulted in oversensing were noted on the right ventricular (rv) lead. Lead damage was alleged but was not confirmed. The device was reprogrammed to resolve the event and the patient was in stable condition.